Manufacturer narrative:
Qc results were within the lab's established ranges prior to the event. Service was not dispatched for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously low total bilirubin (tbil) result generated by the synchron lx20 pro analyzer. A original tbil result was 5.8 mg/dl which was questioned by the physician. Three repeat runs were performed which gave results between 10.0-11.0 mg/dl. The patient was then redrawn the next day and retested upon which the result was 11.3 mg/dl. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.